Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited high out of range pacing impedance measurements and loss of capture due to suspected fracture. This lead was subsequently explanted. No additional adverse patient effects were reported.